Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is having problems with the sensors for a month. Customer stated that the insulin pump would alarm for low glucose and would try to go into threshold suspend but when he checked his blood glucose he was 90 mg/dl. Customer stated that the sensor glucose readings were never close to the blood glucose level and the insulin pump is alarming especially at night. Customer had to stop using the sensor feature with the insulin pump. Nothing further reported.